Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cradle, "c-ring", was broke. It was damaged before they took it out of box. Opened up another kit to complete case. No damage to patient.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise #(B)(4). Updated section: b4, e3, g4, g7, h2, h6, h10 the lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.